Manufacturer narrative:
(B)(4). Batch # p94j4k. Additional information received: sales rep informed us that the lot of the device being returned is p94j4k. However, please note the original packaging and the internal tyvek packaging stated the lot was r92077 (which was originally reported). Lot number is r92077. Batch number is p94j4k. Corrected data: device manufacture date is 12/14/2017.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, mo and no non-conformances were identified.

Event description:
It was reported that during a prostatectomy procedure, the internal mechanism of movable top jaw broke. The movable top jaw was damaged/loose and was still attached to the device, but was not able to open or close. The surgeon attempted to manually open the jaws and the device was not on a vessel or artery when it would not open. The surgeon did not continue the case with the same device. There was no adverse consequence for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the device was received with the blade roller pins on the wrong side of the jaw channel. In addition the jaw was not damaged as reported. The device jaws could not close. The device was connected to the gen11 and it was recognized, but due to the device returned condition not all functional testing could be performed with the gen11. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No conclusion could be reached as to what caused this issue. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.